Manufacturer narrative:
The reported complaint is non-verifiable. Two headway 17 advanced catheters were returned; however, this investigation was unable to identify which of the two catheters the complaint is alleged against. Both catheters were evaluated and labeled "a" and "b" for this investigation. Catheter "a" was returned with slight damage at 37.5 cm and 3.5 cm from the distal end of the device. Catheter "b" was returned with slight damage at the distal end of the device. The damage observed on both catheters did not appear severe enough to result in a puncture of the aneurysm, as described in the reported event; however, perforation is consistent with the catheter tip pressing against the wall of the aneurysm while the first portion of the coil is deployed. The coil used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
Correction: g3 the date received by manufacturer was inadvertently not listed on the initial report. The mv awareness date is january 9, 2023.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that during a coil embolization treatment, the catheter was placed deep inside the fusiform aneurysm. During deployment, the coil was released by more than half causing bleeding of the aneurysm. The catheter pushed the coil wire through the aneurysm wall causing it to bleed. Immediately after, coil embolization was performed to stop the bleeding. The patient was discharged from the hospital. The patient was reported as normal.